Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 24jun2014. No further follow up is planned. Evaluation summary: a patient's son reported that his mother's humapen ergo device was jammed, had a broken injection screw and a detached injection screw foot. The reporter also stated the device had fallen on the ground and "both claws had broken." The patient experienced high blood glucose levels. Investigation of the returned device (batch (B)(4), manufactured december 2006) determined the device was beyond its usable life and found a broken injection screw foot which was caused by exposure to excessive force while in the field. Additional function testing could not be performed based on the damage to the device. The clear cartridge holder was not returned with the device. The narrative suggests the presence of a known malfunction (broken cartridge holder engagement tabs), but since the cartridge holder was not returned, the malfunction could not be confirmed. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. The user manual also instructs not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The patient used the device beyond its approved use life. The patient also reused needles, which may be relevant to the complaint of high blood glucose levels.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report complaint device, concerns an approximately (B)(6) female patient of unknown ethnicity. The medical history included diabetes since 1984, hypertension since 1994, renal insufficiency since 2004 and an unspecified cardiac disorder due to diabetes. The concomitant medications included omeprazole indicated to protect stomach; furosemide indicated for pressure and to not retain liquid; ginkgo biloba and unspecified medication reported proeta for unknown indication for use; unspecified medication reported as pemitec indicated for pressure and bisoprolol fumarate indicated for heart. According to reporter, the patient received 23 unspecified medications as concomitant medications. The patient received human insulin nph (humulin n), 66iu in the morning and 8iu at night, twice daily, subcutaneously, indicated for treatment of type I diabetes mellitus beginning on unspecified date. In (B)(6) 2012, unknown time after starting human insulin nph treatment, the patient experienced stroke, and she were admitted to the hospital due to stroke. According to reporter, he believed that stroke was resulted of peak of pressure (unknown vale of blood pressure). As corrective treatment, the patient received clopidogrel bisulfate and physiotherapy. The patient discharged from hospital after approximately seven days. The patient improved from stroke after eight months of physiotherapy, but she was still with limbs sequel until the initial report (details were not provided). On unspecified date, unknown time after starting human insulin nph via humapen ergo burgundy (batch number (B)(4)), the patient experienced uncontrolled blood glucose, because of it, in (B)(6) 2013, the patient was admitted to the hospital, reporting that the blood glucose was ranging 319mg/dl to 856mg/dl. As corrective treatment, the patient underwent an enhanced diet and she received insulin (it was unclear the type of insulin). After three days, the patient was discharged from hospital, and after 15 days the blood glucose was normalized. On unspecified date, the patient underwent electroencephalogram, blood test and tomography and the exams showed slight alteration, because due to stroke the patient had some clots in unspecified site; but the reporter did not know the results of exams. The event clot was considered serious due to medically significant reason, by the company. Information regarding corrective treatment and outcome of events electroencephalogram, blood test and tomography altered tests and clots was not provided. According to reporter, the patient reused needles for three times to human insulin nph injections, the injection screw was jammed, and then, the reporter showed the device to physician and when the physician tried to unjam the device, the foot was broken from injection screw, at the same time, the device had fell down and engagements tabs of humapen ergo burgundy were broken (batch number (B)(4) and pc associated as (B)(4)). The hold time of needle in the skin was two minutes (as reported). The human insulin nph treatment was continued. It was unknown who operated the device, but the operator was not a trained user. This device model duration was not provided and the reported device was used for ten years. The device was returned on 30may2014. The reporting consumer did not relate the uncontrolled blood glucose and stroke with human insulin nph treatment, because they were related to a peak of pressure and diabetes; but the same reporter did not provide opinion of relatedness between clots, peak of pressure, light alteration of encephalogram, tomography and blood test with human insulin treatment. Edit 23-jun-2014: upon internal review, added details of product complaint. Update 24-jun-2014: additional information received on 23-jun-2014 from the global product complaint database added the device specific safety summary, return and manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative. Update 26-jun-2014: upon review of this case on 26-jun-2014, the case was opened to remove the opaque cartridge holder from the subcomponent area of the humapen ergo tab

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report complaint device, concerns an approximately (B)(6) years old female patient of unknown ethnicity. The medical history included diabetes since 1984, hypertension since 1994, renal insufficiency since 2004 and an unspecified cardiac disorder due to diabetes. The concomitant medications included omeprazole indicated to protect stomach; furosemide indicated for pressure and to not retain liquid; ginkgo biloba and unspecified medication reported proeta for unknown indication for use; unspecified medication reported as pemitec indicated for pressure and bisoprolol fumarate indicated for heart. According to reporter, the patient received 23 unspecified medications as concomitant medications. The patient received human insulin nph (humulin n), 66iu in the morning and 8iu at night, twice daily, subcutaneously, indicated for treatment of type I diabetes mellitus beginning on unspecified date. In (B)(6) 2012, unknown time after starting human insulin nph treatment, the patient experienced stroke, and she were admitted to the hospital due to stroke. According to reporter, he believed that stroke was resulted of peak of pressure (unknown vale of blood pressure). As corrective treatment, the patient received clopidogrel bisulfate and physiotherapy. The patient discharged from hospital after approximately seven days. The patient improved from stroke after eight months of physiotherapy, but she was still with limbs sequel until the initial report (details were not provided). On unspecified date, unknown time after starting human insulin nph via humapen ergo burgundy (batch number (B)(4)), the patient experienced uncontrolled blood glucose, because of it, in (B)(6) 2013, the patient was admitted to the hospital, reporting that the blood glucose was ranging 319mg/dl to 856mg/dl. As corrective treatment, the patient underwent an enhanced diet and she received insulin (it was unclear the type of insulin). After three days, the patient was discharged from hospital, and after 15 days the blood glucose was normalized. On unspecified date, the patient underwent electroencephalogram, blood test and tomography and the exams showed slight alteration, because due to stroke the patient had some clots in unspecified site; but the reporter did not know the results of exams. The event clot was considered serious due to medically significant reason, by the company. Information regarding corrective treatment and outcome of events electroencephalogram, blood test and tomography altered tests and clots was not provided. According to reporter, the patient reused needles for three times to human insulin nph injections, the injection screw and engagements tabs of humapen ergo burgundy were broken (batch number (B)(4) and pc associated as (B)(4)). The hold time of needle in the skin was two minutes (as reported). The human insulin nph treatment was continued. It was unknown who operated the device, but the operator was not a trained user. This device model duration was not provided and the reported device was used for ten years. The return of device was expected and if device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not relate the uncontrolled blood glucose and stroke with human insulin nph treatment, because they were related to a peak of pressure and diabetes; but the same reporter did not provide opinion of relatedness between clots, peak of pressure, light alteration of encephalogram, tomography and blood test with human insulin treatment.